Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
It was reported that a peritoneal dialysis patient identified a fluid leak coincident with peritoneal dialysis therapy. The peritoneal dialysis patient reported that they observed the fluid leaking inside the cassette door area after cancelling treatment due to an air detected in cassette message. The patient reported fluid leaking from the cassette onto the floor. The cause of the leak was unknown. The technical support representative advised the patient to discontinue use of the cycler, cycler was replaced. Patient reported the treatment would be completed with continuous ambulatory peritoneal dialysis. Additional information was solicited, but unavailable.

Manufacturer narrative:
The complaint sample is not available and lot number of product involved is unknown. Therefore, a search was performed of the lots delivered to the patient, with a time frame of three months before of the event date resulting 3 lots. A search of three months was performed from 02/04/2018 to 05/04/2018, to see the potential product lots delivered to the patient. The entire lots have been sold and distributed. The device history record of this product was reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.